Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an elevated power consumption as outputs were increased since implant. The patient was in atrial fibrillation (af) and was recently cardioverted. Analysis result showed that the device showed high rate atrial sensing since implant. The average atrial sensing rate was dropping and was currently at 153 beats per minute (bpm). It appeared there was a programming change recently and the high rate atrial sensing was subsiding and the right atrial (ra) pacing percentage was increasing. Boston scientific technical services (ts) contacted the clinician with results. The health care professional (hcp) will recheck in about a month. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an elevated power consumption as outputs were increased since implant. The patient was in atrial fibrillation (af) and was recently cardioverted. Analysis result showed that the device showed high rate atrial sensing since implant. The average atrial sensing rate was dropping and was currently at 153 beats per minute (bpm). It appeared there was a programming change recently and the high rate atrial sensing was subsiding and the right atrial (ra) pacing percentage was increasing. Boston scientific technical services (ts) contacted the clinician with results. The health care professional (hcp) will recheck in about a month. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, allegations were not confirmed based on analysis of the returned device which found no evidence of device malfunction or failure. High-rate atrial sensing was confirmed, and that the battery run down data was reviewed there were no signs of intermittency, battery was depleting as expected. The device was put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an elevated power consumption as outputs were increased since implant. The patient was in atrial fibrillation (af) and was recently cardioverted. Analysis result showed that the device showed high rate atrial sensing since implant. The average atrial sensing rate was dropping and was currently at 153 beats per minute (bpm). It appeared there was a programming change recently and the high rate atrial sensing was subsiding and the right atrial (ra) pacing percentage was increasing. Boston scientific technical services (ts) contacted the clinician with results. The health care professional (hcp) will recheck in about a month. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to laboratory for further analysis. No additional adverse patient effects were reported.